Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 8/7/25, the patient reported of not receiving alerts from their bionic circle. The lowest blood glucose (bg) level reported was 45 mg/dl. Notifications and application settings were confirmed active. The agent guided patient to unfollow themselves and delete the app, then reinstall and invite themselves back into the circle. Patient was able to see readings after this. Agent advised to call back if alerts do not continue. No symptoms reported by the patient during the event. The patient was not out of bg range for 90+ minutes, and no medical intervention required at the time of call.